Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that an episode of defibrillation therapy was not successful. Technical support suggested reprogramming the device. The patient did not experience any adverse events related to this event.